Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump emitted multiple low battery alarms. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 10/31/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 10/06/2016 with the following findings: a review of the pump¿s black box showed a voltage drop leading to a cs 128 call service alarm. During investigation, the pump powered on to the verify screen with audio tones and vibrations functional. The ez-prime steps were performed correctly with no call service alarms. The sleep current draw was found to be above specification. The pump case was removed and moisture corrosion was found on an internal circuit component on the pump. Unrelated to the complaint, investigation revealed that the battery compartment was cracked and the display was dim, faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.